Event description:
During g3 operation the step drill broke. Because the drill was not sharp the surgeon drilled with strength. The drill stopped moving in the state that the tip of the drill was inserted to the bone. The operation was finished using the hp drill from another hp.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.